Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/27/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Additionally, evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on 06/27/2016.